Event description:
The customer's mother reported via phone call that there was an infusion set leak. The mother stated the leak was located at the insertion site. Customer's blood glucose was 400 mg/dl. The mother also reported attempting to correct the customer's blood glucose, but their blood glucose would not decline. The mother declined to troubleshoot for the high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.